Manufacturer narrative:
(B)(4). The insulin pump involved in the event is the paradigm real-time veo insulin infusion pump which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had moisture damage on the insulin pump. Customer's father stated that his daughter jumped into the pool with the pump. Customer's father dried the pump and changed the battery but one of the buttons were functioning. Insulin pump will need to be replaced. No additional info provided.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. The insulin pump was received with moisture damage on the electronic assembly.